Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the balloon material identified a longitudinal tear in the balloon. The tear was located over the proximal edge of the proximal markerband and extended distally for a length of 1cm. Examination of the balloon material and proximal markerband did not identify any issues that could have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenosed, de novo lesion was located in a moderately tortuous and severely calcified right coronary artery (rca). For pre dilation, the physician advanced the 2.25mm x 30mm apex monorail balloon catheter. Upon the first inflation the balloon was inflated to 12atms and ruptured. The device was removed from the patient intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenosed, de novo lesion was located in a moderately tortuous and severely calcified right coronary artery (rca). For pre dilation, the physician advanced the 2.25mm x 30mm apex monorail balloon catheter. Upon the first inflation the balloon was inflated to 12atms and ruptured. The device was removed from the patient intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.